Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 148 mg/dl. Tandem technical support had the customer perform a system check and the pump and infusion set tubing were found to be functioning as expected. The cannula was removed and no damage was noted. The customer indicated that the infusion set site would be changed and a correction bolus would be delivered to address the bg level.